Manufacturer narrative:
Common device name: system, nucleic acid amplification test, dna, methicillin resistant staphylococcus aureus, direct specimen. D.2. Additional medical device type: nqx. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported that during use of bd max¿ staphsr, a false negative mrsa result was obtained on a newborn patient. Culture and cepheid confirmation tests detected mrsa. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results with the bd max¿ staphsr kit (ref#: 443419) lot: 5044718 was performed by the review of the manufacturing records, retain material testing, customer¿s data analysis and verification of complaints history. Review of the manufacturing records of bd max¿ staphsr kit indicated that lot: 5044718 was manufactured according to specifications and met performance requirements. The retain material of bd max¿ staphsr kit from lot: 5044718 was tested and the results were as expected. Customer complained about discrepant results for the methicillin resistant staphylococcus aureus (mrsa) target with bd max¿ staphsr, for two newborn patients. According to the customer, negative results were obtained with the bd max¿ platform during initial and repeat tests, while positive results were obtained from culture and another detection method (cepheid). Customer provided run files (pdf and csv) for runs (B)(4) from bd max¿ instrument ct2094 for investigation. Customer identified patient#1 results in run (B)(4) position b6 and run (B)(4) position a12, whereas patient #2 was tested in run (B)(4) position b9 and run (B)(4) position a8. Pcr curves adjudication was performed and revealed low amplification that did not reach the threshold to give a positive result in the fam channel (mrej target), while amplification in the rox channel (meca/mecc target) reached the threshold. A positive mrsa result requires amplification in both channels to reach the thresholds. Therefore, a negative mrsa target result was the expected result in such a case. Further inquiry to the customer revealed liquid amies media was used for specimen collection for both patients, and according to the instruction for use of the assay, the performance of the bd max¿ staphsr assay using liquid amies transport device has not been established. Nasal swab in liquid stuarts media should be used instead. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ staphsr kit lot: 5044718. The root cause was not identified. However, off-label use of specimen collection/transport is suspected of having contributed to the customer¿s discrepant results. Bd cannot confirm the complaint based on the investigation that was performed. No corrective and preventive action (CAPA) was initiated at this time since no new hazard was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
Report 1 of 2: it was reported that during use of bd max¿ staphsr, a false negative mrsa result was obtained on a newborn patient. Culture and cepheid confirmation tests detected mrsa. There was no report of patient impact.